Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated shoulder surgery where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.